Event description:
Boston scientific received information that this right atrial (ra) lead exhibited low pacing impedances less than 200 ohms. Also observed were some inappropriate atrial tachy response (atr) episodes, as well as, thresholds greater that 2 volts. Surgical intervention was performed and the lead was explanted and replaced, and no adverse patient effects were reported. During the procedure the patient was also upgraded to a cardiac resynchronization therapy defibrillator (crt-d) system. It was reported that the lead would not be returned as it was discarded by the hospital staff.

Manufacturer narrative:
As no further information concerning this report is currently available our investigation is complete. This investigation will be updated should further information be provided.